Manufacturer narrative:
Internal complaint # trackwise # (B)(4). Autonumber # (B)(4). The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use and slight evidence of blood was observed. Blood and tissue was observed on the jaws. A microscopic inspection was conducted. The heater wire was observed to be flexed away at the center of the hot jaw, but remained attached at the base and tip of the hot jaw. The silicon insulation was observed to be intact, no visual defects were observed. A pre-cautery test as was performed per the instruction for use with a reference cable and reference power supply vh-3010 at level 3.0. The device passed the pre-cautery test; it produced visible steam during several activations over a period of 10 minutes and shut off when the toggle was released. The pre-cautery test was repeated 10 times while the cable connections were manipulated with no observed failure.¿ a temperature and resistance evaluation was conducted to evaluate the device function in regards to the reported failure "failure to cut". The resistance value was measured at 0.672 ohms which is within hemopro 2 final test specification. The device passed the temperature measurement test. The displayed temperature increased and turned ¿green¿ within the 2 second specified timeframe. The displayed temperature decreased once the toggle swivel was released. An activation and transection capability test was performed over five (5) repetitions using "max life test method. The device was able to transect the tissue five (5) times. Based on the results of the evaluation, and the returned condition of the device, the reported failure "failure to cut" was not confirmed but was confirmed for the analyzed failure ¿material twisted/bent; wire¿. Specific actions for the analyzed failure mode are being maintained and documented under maquet¿s failure investigation report (fir) system.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure,vasoview hemopro 2 was not cutting/sealing effectively. They said to be "chewing" the tributaries vs cutting them. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure,vasoview hemopro 2 was not cutting/sealing effectively. They said to be "chewing" the tributaries vs cutting them. A replacement device was used to complete the procedure. The hospital did not report any patient effects.